Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 479 mg/dl and a correction bolus was to be delivered to address the bg level. The cause of the high bg was not reported. The customer declined tandem technical support's offer to troubleshoot and to follow-up to confirm the bg lowered.